Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: damage visual inspection: the handle for torque limiting attachment (p/n: 03.110.005, lot #: 8038689) was returned and received at us cq. Upon visual inspection of the returned device, it was observed that the set screw was missing in the assembly. No broken features were identified with the returned device. Device failure/defect is identified. Dimensional inspection: complaint relevant dimensional analysis could not be performed as the internal components are not accessible without the destruction of the device. Document/specification review: no design issues or discrepancies were identified. Complaint is confirmed. Investigation conclusion the complaint condition could be confirmed as the device was missing a component. However, the broken condition could not be confirmed. There is no indication that a design or manufacturing issue has caused the issue. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.110.005 lot: 8038689 manufacturing site: bettlach supplier: n/a release to warehouse date: 12 september 2012 expiration date: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, six (6) depth gauges, one (1) spindle nut, one (1) wire sleeve, one (1) handle for torque limiting attachment, and one (1) universal chuck were broken. There was no patient consequence. There is no further information available. This report is for one (1) handle for torque limiting attachment. This is report 2 of 10 for (B)(4).